Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult positioning/ inserting the guide wire and lumen blockage could not be confirmed as a proxy guide wire was successfully backloaded through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, an attempt was made to re-wire the device; however, the guide wire did not advance into the guide wire exit port. It is unknown if the guide wire was partially advanced or failed to advance, therefore, a needle was used to dilate the guide wire exit port. The guide wire was reinserted and advanced with force into the guide wire exit port. The sutures of the complaint device and a new proglide device were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.